Manufacturer narrative:
(B)(4). Concomitant product(s): - m2a 38mm mod hd std nk/ pn 11-173662/ ln 680160. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the product location being unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported through operative notes patient suffered a dislocation after a fall shortly after initial hip arthroplasty. Patient was not revised after this fall and no other information is provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event was confirmed. Patient was treated for degenerative osteoarthritis right hip,during procedure, the relocated hip assembly was found to in excellent stable condition throughout and prosthesis was fully seated. Identified that patient had tolerated the procedure well and was taken into recovery room in stable condition. The patient has had a right total hip arthroplasty, metal on metal, in 2005 who had fallen after surgery and dislocated the hip and then subsequently dislocated. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause is attributed to the patient's fall after initial hip arthoplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.